Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period. A cr/CAPA/scar/ncmr review was conducted for the two year period feb 2019 through jan 2021. There was CAPA request identified for the reported failure mode ¿temperature (overheated) related malfunction¿ and product ¿cardiosave¿. The CAPA request is currently in "closed - no CAPA required" state.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was able to reproduce the reported issue. The fse found that the compressor was not functioning properly. To fix the issue, the fse replaced the scroll compressor, and then completed a preventative maintenance (pm) service with full calibration. Pursuant to manufacturer specifications, the fse also replaced the tidal volume disk and safety disk, drive side. The fse further performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an overheat error. No patient harm, serious injury or adverse event was reported.